Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on 12 aug 2014 at 00:21:46. During night drain cycle four, the patient's ultrafiltration reading was 797ml, indicating the home patient drained 797ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice (hc) devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The hc passed rite electrical testing and met electrical specifications. The hc failed rite functional testing, however, the failure was not related to the reported event. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.